Manufacturer narrative:
H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm513.2, -10/+2/164, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens, different power and the problem resolved. "User error" was reported to be the cause of this event. It was reported that the problem did not fail to perform as intended. Cause details " manifest refraction axis typed 75 instead of 175 causing the axis of the ordered ticl to be wrong."